Manufacturer narrative:
Additional suspect medical device components involved in the event: 19014446, 19014491 product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7125013, 7125568.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available.